Manufacturer narrative:
(B)(4). Batch # p91g2v. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device stopped working after two and a half hours continual use. Removed as procedure had not been completed, and the device was not fit to use. No generator messages displayed. A second device was opened to finish the case. There were no adverse consequences for the patient.